Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Customer was unable to clear the alarm. Insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The device was returned for no unresponsive buttons and pump error 38 alarm on event date (B)(6) 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. And self-test. The device primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Device passed the keypad voltage test. No unexpected pump error 38 alarm noted during testing. Successfully downloaded history files using thus software. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. The following were noted during visual inspection, fading serial number label. The device p-cap / test reservoir locks in place properly. Device was not confirmed for unresponsive keypad anomalies and pump error 38 alarm. Device passed all required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.